Event description:
Due to further investigation the final results from the original analysis have been amended. The actual sample was not retained for analysis. Customer returned 41 unused samples. All samples returned were visually inspected and were luer slip tested for defect. It was confirmed that five of the adapters returned had been damaged on the outside of the units, during the mfg process. Lot history review show findings of damaged adapters and corrective actions taken. These histories determine the cause for the report of adapter/hub imperfection as reported on this medwatch report. This was not reported as a MDR.